Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently ongoing. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.

Event description:
It was reported that a scepter xc balloon catheter burst during the procedure. It was removed and replaced with another balloon catheter and the procedure was successfully completed. There was no reported injury or intervention.

Manufacturer narrative:
The investigation of the returned balloon catheter system found a rupture in the balloon and heavy delamination of the distal balloon bond, which is consistent with the alleged product issue. A rupture in the balloon and delamination of the distal balloon bond are damages consistent with the balloon being over-inflated during the procedure and bursting, as described in the reported complaint. The physician evaluation of the device could not identify the condition or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.